Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. If the device is returned and additional information is obtained, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. Device expected but not yet returned.

Event description:
It was reported that a 2.9mm 30 degree c-line carpal tunnel scope was used for a bilateral carpal tunnel procedure. The view through the scope was foggy when it was inserted into the patient for use. The surgeon was unable to get the image to clear-up. The surgeon went to a mini open carpal tunnel release to complete the procedure, as no additional scope was available for use.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed a blurry viewing area. During function testing, a loose distal negative lens was seen. This type of event is typically caused by improper/insufficient cleaning or damage to the fiber optics, rod lens system or distal lens seal as a result of being hit by another device and/or mishandling this is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter.

Event description:
It was reported that a 2.9mm 30 degree c-line carpal tunnel scope was used for a bilateral carpal tunnel procedure. The view through the scope was foggy when it was inserted into the patient for use. The surgeon was unable to get the image to clear-up. The surgeon went to a mini open carpal tunnel release to complete the procedure, as no additional scope was available for use.